Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the labral repair, the anchor torn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 09-dec-2025 majung - further information was received from arthrex cz: no fragments remained in the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. ¿ the complaint allegation could not be confirmed due to the alleged torn anchor not being returned with the device. ¿ one unpackaged ar-2325bcc-1 serial/batch number (B)(6)was received for investigation. ¿ functional testing was not performed due to the anchor not being returned with the device. ¿ visual inspection noted that the device shows obvious signs of use and was returned without the anchor. Also, there is no significant damage or destruction to the device. ¿ the most likely cause of the reported allegation can be attributed to improper bone preparation, misaligned insertion, or prying/leveraging during insertion.